Manufacturer narrative:
Medical device type : fpa. Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for embedded foreign matter with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for embedded foreign matter with the incident lot was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to manufacturing. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® push button blood collection set had fm inside the device as well as molten material. No report of medical intervention or serious injury.

Manufacturer narrative:
Date received by manufacturer is corrected to 01/23/2018+. Labeled for single use is corrected to yes.